Manufacturer narrative:
No traces of moisture were noted at the electronic or motor assemblies per visual inspection. No cosmetic damage was noted.

Event description:
Customer reported that the reservoirs are leaking insulin in the insulin pump. Customer stated that there is fluid in the reservoir compartment. Customer was instructed to remove the reservoir and dry reservoir compartment with gauze. Insulin leaked from the o rings. Customer stated there are no cracks in the insulin pump. Device passed the self test. Blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.